Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that increased capture threshold, decreased pacing impedance and noise were observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported a loss of capture, decreased pacing impedance and noise resulting in oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no anomalies. The ra lead was capped and replaced to resolve the event. The patient was stable.